Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) trigger due to over-sensing and varying to high and undefined impedance measurements. It was noted that the rv lead had increasing ventricular short interval counts and the ventricular oversensing-noise episode had non-physiologic high rate over-sensing. It was also noted that the rv lead had non-sustained ventricular tachycardia. T-wave oversensing (twos) and had fractured. Noise was unable to be reproduce during interrogation. The lead was inactivated. No patient complications have been reported as a result of this event.